Manufacturer narrative:
The device involved in the reported complaint was returned for investigation with the balloon retracted into the advancer tube. It appeared as if all the device deployment steps were completed, because all of the device buttons were engaged which would not have been the case if the device pulled through prior to the device deployment being completed. It is unknown whether the device condition as received was due to user manipulation or subsequent handling after the device was removed from the patient. The device was tested by accessclosure, inc. And the device met specification. Based on the provided information and the investigation performed, the root cause for the reported event could not be conclusively determined. A review of the lhr was not possible as the lot number was not provided.

Event description:
It was reported that a male patient underwent an interventional coronary procedure on (B)(6) 2014. Access was obtained at the common femoral artery. The vessel size was noted to be 6 mm. Following the procedure, the physician who is in training, selected a mynx ace 6f/7f vascular closure device to close the access site. When the physician was pulling the balloon back to the arteriotomy, the physician pulled with "too much force" and pulled the balloon through the arteriotomy. Manual compression was held for 10 minutes, then a femostop was placed. The patient was evaluated for 20 minutes on his bed with the femostop. The patient's groin was noted as stable and no hematoma formed. The patient was hospitalized for unrelated reasons to the mynx device / mynx procedure.